Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall sometime in late 2017 after they had their device implanted. Then in early 2018 (around (B)(6)), the patient started having coupling issues. They have only been able to get 6-8 coupling bars if they press hard against the implant. If they let go, then they have only been able to get 2-4 coupling bars. Additionally, it was noted the patient had got the implant for their left leg and their back, and had been getting 100% relief in their leg and 40% relief in their back. But then in early (B)(6) 2018, they experienced a sudden return of their severe sciatic leg pain, which was like it was before they got the implant. A request was made to have a manufacturer representative (rep) meet them at their doctor's office to check the device. They were redirected to the doctor to schedule an appointment to have the rep present at the appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported after their fall they had difficulty connecting the recharger (insr) to the ins. It was reported that they had difficulty getting coupling boxes and it would take 45 minutes to an hour. Patient reported if they "move a nano" the coupling boxes go away. Patient reported they had been working with a manufacturer representative who thinks the insr should be replaced. Patient has an appointment scheduled with their health care professional in december to assess the ins. No further complications reported/anticipated.